Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, three devices leaked blood from the rubber sleeve. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D2b. Common device name: tubes, vials, systems, serum separators, blood collection. E.1. Initial reporter addr 2: jinshui district henan province. E.1. Initial reporter facility name: (B)(6). Investigation summary: bd received a photo for investigation, which showed sleeve leakage. Ten retained samples were used for functional tests; however, no leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.